Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge field service engineer (fse) was dispatched to investigate. The fse inspected the iabp unit and noted that there were no alarms logged in the history. The iabp unit passed all functional and safety tests per factory specifications; and was returned to the customer and cleared for clinical use.

Event description:
This complaint was initially opened as the customer requested getinge to perform a function check on their cardiosave intra-aortic balloon pump (iabp) after an issue placing a catheter. The doctor subsequently called getinge with questions regarding catheter kink/restriction alarms on the cardiosave iabp. The doctor stated that they had inserted an sensation 40cc 7 fr. Intra-aortic balloon (iab) the previous week and in transfer of the patient from the catheterization lab to clinical care, the iab had pulled down into the aortic iliac area, near the femoral artery. It was reported that no alarm on the iabp was noted. It was also reported that the patient lost pulses and the leg was discolored. The patient was already unstable and critically ill with multiple issues. The patient reportedly expired the following morning, (B)(6) 2019 5:20 a.m. When asked, the doctor stated that the event may have played a role in the speed of the decline/demise of the patient¿s condition; however, the patient was extremely critical prior to the event. However, the clinical nurse specialist (cns) reported that the iab being pulled down into the incorrect position was a result of "human error". The cns stated that the iab was not saved due to the balloon working correctly and did not feel that it was a balloon issue. Consequently, there was no reported malfunction of the iabp involved in this event. This report is related to the involved iab complaint, submitted under mfg report number: 2248146-2019-00568.